Event description:
It was reported that after binocular implantation of intraocular lenses dxr/dxw (tecnis symphony), a patient is experiencing intense photophobia. The patient underwent binocular surgery (on (B)(6) 2024 and still wears sunglasses indoors, with explantation being considered. Initially, visual acuity (va) was not great at p3 - p5 with +1.5, but it gradually improved to 8-9, though photophobia intensified. The surgeon considered toxic anterior segment syndrome (tass) with inflammation, but nothing conclusive was found. The patient is to be seen again in 3 months for a check-up, and the surgeon will get back to us after the assessment. No additional information was received a separate report is being submitted for the other lens involved.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. . Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.